Manufacturer narrative:
(B)(4). The following information was inadvertently omitted from the initial MDR: on (B)(6) 2011 product surveillance spoke with the home patient (hp) who stated that he remembered that the air was in the lines but was not sure what caused it. The hp stated when he pulled on the lines, he was able to straighten the cassette. The hp stated that he was able to resume therapy successfully after starting over with new supplies. The hp stated he had informed his registered nurse (rn) of the event.

Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a check your position alarm was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The home patient (hp) contacted baxter?s technical service center regarding a check your position alarm which occurred on the homechoice (hc) during fill 1 of 5. The baxter technical service representative (tsr) explained the alarm and assisted with troubleshooting. The hp stated there was a lot of air in the patient line and not much fluid. The tsr instructed the hp to start over with all new supplies including a new cassette. The tsr assisted the hp to end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.